Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: weld / deformation problem. 1 device: cable, mechanical/structural; hydraulic system / device migration. 1 device: rod/shaft / deformation problem. 1 device: cable, mechanical/structural / mechanical problem identified. 1 device: socket / deformation problem. 1 device: cylinder / device migration. 2 devices are pending evaluation. Evaluation results findings (components/results). 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 8 malfunction events(s), where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip) or fowler - unexpected drop/collapse. There was 1 event with patient involvement; it is currently unknown if there was adverse consequence or clinically relevant delay in treatment.